Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found multiple errors pointing to the generator and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed and reproduced on generator connected to the system. A review of the logs found errors 25913 c-34. Upon visual inspection there were no significant scratches or dents, and the front bezel was in decent condition. The unit was installed onto a golden system and operated in normal more, and errors c-34 occurred on start-up and on activation of monopolar coagulation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to high frequency voltage related electrical and fiberoptic issues on the generator.

Event description:
It was reported that during a da vinci-assisted component separation surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) regarding a c-34 error occurring on the generator. The customer restarted the generator and change out the green cable, but the reported complaint remained. The customer was going to bring in the force triad to complete the surgical procedure. The procedure was completing as planned with no reported injury.